Manufacturer narrative:
(B)(4). The steerable guide catheter is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation of the steerable guiding catheter (sgc), the flush port of the dilator was leaking, and if were to reoccur in the anatomy, has the potential to compromise the fluid path integrity, leading to air embolism. It was reported that during preparation of the steerable guiding catheter (sgc), while flushing the rotating hemostatic valve, it was observed that the flush port of the dilator was leaking. A new stopcock was used, but some leaking continued; therefore, the device was not used in the anatomy and was replaced without issue. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported dilator leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. The returned device analysis was unable to confirm a leak. It is possible there is variation in the non-abbott stopcocks used by the account which contributed to the leak when connected to the dilator flush port; however, this cannot be definitively confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.